Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Although requested by tandem technical support, the customer declined to perform troubleshooting or provide additional information. After consulting with the clinical diabetes specialist, it was verified that the cause of the low bg was due to the personal profile settings needing adjustment. Additionally, it was confirmed that the low bg event was resolved.